Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding unspecified high glucose scan values while using the adc device. As a result, on (B)(6) 2022 at 4:56 pm, the customer had a loss of consciousness and was brought to the hospital where dextrose was provided by hcp for the treatment of hypoglycemia. A follow-up sensor scan of 146 mg/dl compared to hcp glucose tests of 116 mg/dl was obtained at 7:42 pm, and a scan of 140 mg/dl compared to an hcp glucose test of 111 mg/dl was obtained at 8:09 pm. No further information was provided. There was no report of death or permanent injury associated with this event.